Manufacturer narrative:
Visual examination concludes that the device tibial articular surface and shows signs of repeated use and the lateral dovetail guide is compressed. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured. All the pieces were not returned. Attempts have been made and additional information on the reported event is unavailable.